Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's cuff was punctured, resulting in recannulation the issue did not cause harm. The patient was reported to have died due to covid-19 related complications, unrelated to the event and/or device.